Manufacturer narrative:
The device was returned and the evaluation states that the forks are bent. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The fork bent when going down a ramp.